Manufacturer narrative:
Territory manager confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, the procedure was completed in accordance with the product instructions for use, and the sterile barriers of all product used were intact prior to implant. The procedure was completed without complication, and the territory manager maintained contact with the patient following implant. On (B)(6) 2019, the patient experienced drainage from the implant site, and cleaned and redressed the wound, but did not report this to the territory manager or implanting clinician. On (B)(6) 2019, the patient returned as scheduled to the implanting clinician's office for a follow up and reported experiencing possible wound dehiscence at the incision site. The implanting clinician evaluated the wound site and took cultures to identify if there was presence of an infection. The patient returned to the implanting clinician's office for prophylactic wound care, in which the implant site opened, irrigated, and closed. The patient reported that the device was providing pain relief and therapy from implant date to when the clinician determined it clinically necessary to turn the devices off. On august 20, 2019, additional information was received indicating that the results from the cultures came back negative, indicating that there was no presence of an infection. Based on this information, the infection was not confirmed/replicated, there is no evidence that product did not meet specification and the stimulator is used for treatment of pain. The cause of the infection is unknown/no problem found. Device history record was reviewed and there were no non-conformances and product met specification at final release.

Event description:
Stimwave quality has investigated the details regarding a complaint resulting from a potential infection reported to stimwave on august 14, 2019, by territory manager.